Event description:
It was reported that bradycardia occurred. The patient's lung function had declined prior to the procedure. An electrocardiogram(ECG) performed before the procedure indicated sinus rhythm. The transcatheter aortic valve replacement (tavr) procedure was performed with local anesthesia and conscious sedation. Vascular access was obtained via a left transfemoral approach. A large lotus introducer sheath was inserted. Balloon aortic valvuloplasty(bav) was performed using an 18mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A 23mm lotus edge valve was deployed slightly higher the first time. The valve shape became asymmetric and two partial re-sheaths were performed. The biological valve appeared caught in the prosthetitc valve cusp. Since valve position was high, a full re-sheath was performed. The second deployment attempt was started from a lower position. The 23mm lotus edge valve was confirmed to be locked at about 2cm position on the left coronary cusp. At that time, moderate perivalvular leak (pvl) was observed. A partial re-sheath was performed, and the valve position was adjusted again. The patient had bradycardia, and pacing was started. Mild pvl remained. The 23mm lotus edge valve was fully released. After the procedure, the patient's pulse became bradycardia. The patient left the procedure room with pacing being performed. On the second day after the procedure, when the physician checked the patient's condition, the patient was stable without pacing, so pacing was removed.